Manufacturer narrative:
A visual and microscopic examination identified that the device was returned in two sections as a result of a break that occurred in the shaft. The break was measured at approximately 74cm from the catheter strain relief (csr). Solidified blood was present within the inflation lumen, therefore, indicating the device had been used in vivo. A visual and microscopic examination of the crimped stent found no issues. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The mfg batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context, as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft break occurred. The target lesion was located in the moderately calcified right coronary artery (rca) to the proximal posterolateral left ventricular artery (pl). It was noted that the pl was unable to be predilated, therefore, a 1.5mm bur was used to rotablate the lesion. A 1.5x15mm non bsc balloon along with a 2.5x15 maverick2 balloon was then used to predilate the lesion. The physician began to advance a 2.50x16mm taxus liberte stent into the lesion, however, during advancement, the shaft of the device broke. The device was successfully removed from the pt and another of the same device was successfully deployed in the lesion at 18 atms. No pt complications were reported with the pt's current condition listed as "stable".